Event description:
I opened the covid-19 antigen self-test box from on/go, and it only had one reagent vial, not two. The box said there were two tests (2 test cassettes, 2 nasal swabs, 2 reagent vials, and 2 vial caps). FDA safety report ID# (B)(4).